Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump has a leak. It was also mentioned that the customer was high so she took some insulin when noticing a big round wet spot at her site. Blood glucose level was 314 mg/dl at the time of the incident. No further details were provided. The insulin pump will be returned for analysis.